Event description:
The hcp reported the p developed a seroma at the pump implant site. The seroma became an infection. The pump and catheter were explanted. The pt outcome was reported as recovering from the infection and requiring wound care.